Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited power consumption issues. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. Log files were not available for analysis to determine discharge activity of the battery when in use by the patient. As a result, the reported event could not be confirmed; the battery performed as expected during bench testing. If information is provided in the future, a supplemental report will be issued.